Event description:
Don't have strings - tampon [device physical property issue]. Case narrative: relative/friend reported via phone that the tampons didn't have strings. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.